Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving unknown baclofen (unknown dose and concentration) and saline(unknown dose and concentration for no known indication for use. It was reported the patient has two pumps and both of them went empty a month ago ((B)(6) 2019), so the hcp was going to refill the reservoirs with saline today. It was noted that the hcp could not change the drug name from baclofen to saline stating that the screen on the clinician programmer was not responding. The 8870 card was aau-01 per hcp. The hcp stated the screen was still not responding after troubleshooting so the hcp was going to utilize another clinician programmer and contact local manufacturer reprehensive when hcp had time. It was noted the hcp was too busy at time of call to get any more information. It was reviewed why no priming was needed and reviewed considerations for catheter and tubing patency/damage. No symptoms were reported. The event date for the empty pump was (B)(6) 2019 and the event date for the screen not responding was (B)(6) 2019. No further complications were reported/anticipated.